Event description:
It was reported, the patient randomly experiences a burning/stinging sensation around his scs ipg pocket site. It was also reported, the patient experienced a shocking sensation. Follow-up identified the burning/stinging sensation occurs when the patient moves. Surgical intervention occurs when the patient moves. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.